Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (5) 0.3ml 31ga 6mm syringes loose inside the metal canister. It was reported by the consumer that when he pushed the plunger rod down prior to drawing insulin, a clear liquid came from the barrel onto the needle. The return syringes were tested by pushing the plunger rod and a small amount of clear liquid came out of one of the syringes. The material was removed and prepared for ftir spectral analysis. A review of the device history record was completed for batch # 2178025 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue. Root cause analysis: an ftir test was performed to verify the liquid reported by the customer. The result of the ftir concludes the material being a medical grade silicone, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Since all inspections were performed per the applicable operations qc specifications, a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 5 bd veo insulin syringes with bd ultra-fine needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer stated, when he pushed the plunger rod down prior to drawing insulin, a clear liquid came from the barrel onto the needle. Stated, he did not use the syringes. 5 syringes affected.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd veo insulin syringes with bd ultra-fine needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer stated, when he pushed the plunger rod down prior to drawing insulin, a clear liquid came from the barrel onto the needle. Stated, he did not use the syringes. 5 syringes affected.